Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during dwell 4 of 5 of treatment. Treatment was discontinued. The patient opened the cassette door to remove the cassette and found fluid inside the cycler door. The patient was advised to contact her pd nurse. During follow up, the patient reported there were no injuries or complications from the fluid leak. The patient was not prescribed any antibiotics.